Event description:
The customer reported that the ventilator shut down and alarmed during use on a pt. The customer reported there was no pt harm. The MFR's service tech reported there was a diagnostic code in the ventilator log history that indicated a ventilator restart. The service tech reported he was unable to duplicate the customer reported problem. Extended self testing (est) and performance verification testing was completed and all tests passed per operating specifications.

Manufacturer narrative:
Na